Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycaemia leading to coma (hypoglycaemic coma); novopen4 was not injecting insulin normally (device malfunction); novopen4 was not injecting insulin normally (incorrect dose administered by device); dose counter became more hardly to be pressed (device issue). Case description: this serious spontaneous case from egypt was reported by a consumer as "hypoglycaemia leading to coma" with an unspecified onset date, "novopen4 was not injecting insulin normally" with an unspecified onset date, "dose counter became more hardly to be pressed" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novopen 4 (insulin delivery device) from an unknown start date due to "diabetes mellitus" and insulin (insulin) from an unknown start date due to "diabetes mellitus". Patient's height, weight and body mass index were not reported. Medical history included diabetes mellitus (type and duration not reported). It was suspected that the novopen4 was not injecting insulin normally since an unknown date as the dose counter became harder to be pressed than at the first time. On an unknown date, two days from the day of reporting, the patient suffered from hypoglycemia reaching to 62 mg/dl leading to a coma. So, the patient wanted to make sure that the pen worked normally. Action taken to novopen4 and insulin was not reported. The outcome for the event "hypoglycaemia leading to coma" was not yet recovered. The outcome for the event "novopen4 was not injecting insulin normally" was not reported. The outcome for the event "dose counter became more hardly to be pressed" was not reported. Company comment: the reported events are considered listed according to the nn current reference safety information on novopen 4. More details are needed for the proper medical evaluation. This single case report is not considered to change the current knowledge of the safety profile of novopen 4. Reporter comment: safety event report was offered but he(reporter) refused saying that he could not give me the report until he become sure that complaint occured due to the insulin or novopen 4.

Event description:
Case description: investigation result: product: novopen® 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Product: insulin penfill, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission following was updated: investigation result updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer's comment/company comment: 08-jun-2018: as the device novopen 4 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). The reported events are considered listed. More details are needed for the proper medical evaluation. This single case report is not considered to change the current knowledge of the safety profile of insulin and novopen 4. Evaluation summary: investigation result: product: novopen® 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available.